Event description:
Patient's representative has reported unknown side "suspected bilateral device rupture, breast pain, malaise, "stabbing" sensation in the chest area and pain in the surgical scar area. Patient is also worried about the recall". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.